Manufacturer narrative:
A sample was returned for evaluation. There were 372 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample did not meet specifications. Trocar testing found the sample, ¿not to fit¿ into a test trocar. Further evaluation found the sample to have excessive adhesive on its cannula. Thus, the customers¿ reported event was replicated and confirmed. The laser probe handpiece and cannula are regularly checked for excess glue. It should be noted however, that this event is a rare occurrence for this laser probe. The root cause can be attributed to excessive adhesive on the cannula during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser probe tip could not be inserted into the trocar. The product was replaced with another one. The procedure was completed without patient harm.